Manufacturer narrative:
Investigation summary: one 2000e-04 sample was received for investigation with an open packaging from lot 20077357. A visual inspection of the 2000e-04 sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20077357 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that 2 smartsite needle-free connectors would not flush due to fluid blockage/occlusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: connectors not flushing.